Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not holding a charge. As a result of the power issue, it was noted that the device displayed a red x in the rfu indicator coincident with an audible chirp. There was no patient involvement.